Event description:
It was reported to medtronic neurosurgery that a pt's strata valve adjusted performance levels from 0.5 to 1.0. According to the report, the pt believes that an internet router next to her bed is affecting the shunt settings.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained. Also, according to the instructions for use that accompanies the product, common environmental levels of electromagnetic (radio frequency) radiation should not affect the performance level settings. No injury to the pt was reported. All of the valves are 100% tested at the time of manufacture.